Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva combo system: 64 mg/dl at 5:19 p.m., 118 mg/dl at 5:22 p.m., 539 mg/dl at 5:25 p.m., 308 mg/dl at 5:26 p.m., 115 mg/dl at 5:28 p.m., 56 mg/dl at 5:36 p.m., and 233 mg/dl at 5:38 p.m. No adverse event reported due to the device was reported. Requested return of suspect device and replacement was sent.